Event description:
According to available information, this device was explanted and replaced due to patient difficulty inflating pump. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6199005) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
A titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional review determined the new pump was working significantly better, and the issue with the old pump "must've been sticky valves". Additional information received further reported that the reservoir migrated from the sub-rectus position to subcutaneous space, but the reservoir itself was working normally. During the revision, the pump was replaced and the reservoir was relocated and secured.